Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Upon visual inspection, no issues were found, the device appears to be in good conditions. The box was returned and it was wrinkled lid tivek was cropped, and the petg plastic was not returned. No indications of resterilization were encountered.

Event description:
It was reported that the device sterility was compromised. An opticross imaging catheter was selected for use. During percutaneous coronary intervention, the physician unpacked the catheter however, it was found the device had been secondary disinfected, the physician noticed that the device had been sterilized for 2 times. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the device sterility was compromised. An opticross imaging catheter was selected for use. During percutaneous coronary intervention, the physician unpacked the catheter however, it was found the device had been secondary disinfected, the physician noticed that the device had been sterilized for 2 times. The procedure was completed with a different device. No patient complications were reported.